Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer stated that he was going to enter his blood glucose value, and when he pressed the b button, the numbers went up by themselves without his input. The customer did not know the blood glucose reading. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and declined to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm during our testing. Unable to confirm ramping numbers due to keypad unresponsive. The insulin pump has cracked battery tube thread, broken reservoir tube lip and missing end cap sticker noted.